Event description:
During servicing we identified a motor stall which constitutes a reportable malfunction. There was no patient involvement.

Manufacturer narrative:
Review of the pump module error logs confirmed the software failure was present in the logs. Reflash of the device software and subsequent functional testing the pump module functioned properly with no further software failures occurring.

Event description:
(B)(4).